Event description:
The pt received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2011. It was reported that pt does not have the desired stimulation in her back and only feels stimulation in her right leg. The physician indicated the pt was implanted with the system to receive coverage for the lower right extremity. Sjm representative ran a full impedance diagnostic which indicated several contacts to have high impedance values. Reprogramming was able to resolve the issue the pt has adequate coverage for the lower right extremity. No lead migration or fractures have been noted on the CT scan. The physician believes that pt's pain pattern appears to have changed over time. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.